Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the right ventricular lead exhibited far field oversensing post atrial pacing. However, there was no pacing inhibition and the patient has a good underlying rate. There were noisy signals observed on both right atrial and rv channel. A boston scientific technical service suggested increasing the sensitivity from 2.5 mv to 3.0 mv. Additional information indicates that noise was not determined. No x-ray and device re-programming were performed. The physician will continue to monitor the patient. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.